Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when cleaning the endoscope, the cleaning brush head broke off inside the endoscope channel. The event occurred during inspection for use. There were no reports of patient harm.